Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device did not meet its expected longevity. Both loaded and unloaded pacing current drain levels were normal for this device at received and bol (beginning of life) voltages. There is no evidence to indicate a problem with the battery. Without knowing the programming history of the device, the reason for not meeting expected longevity could not be determined.

Event description:
The device was returned to the manufacturer after being explanted due to elective replacement indicator. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported.